Event description:
I have been using renu with moisture loc about 4 or 5 yrs to clean and store my contacts. I just recently stopped using this product. It has caused my eyes a lot of pain, redness and blurred vision. I have had treatment for my eyes off and on for about 2 yrs.